Event description:
During a neurovascular procedure an aristotle 18 guidewire was used to help clear a clot. Because of how much clot there was the physician could not access the sagittal sinus. The case was reported to be a 4-5 hour long case and they noticed the aristotle 18 guidewire was broken when they removed it from the patient. They did not pull another wire as the case was as complete as they could get it. It was noted the patient was in rough condition, but this was not due to the guidewire break. There was no injury to the patient as a result of the malfunction.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot met the releasing criteria.